Event description:
In this event, it was reported that a hedstrom file separated in a patient's mouth; as a result, the tooth was extracted.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report.